Event description:
Literature reviewed: endovascular repairs of complex chronic post-dissection thoracoabdominal aortic aneurysm using modular patient-specific fenestrated-branched stent-graft components. Alejandro pizano et al. The journal of cardiovascular surgery, 2025 august. Literature reports two cases of chronic post-dissection thoracoabdominal aortic aneurysms (pd-taaa) with persistent false lumen perfusion and progressive aortic dilatation. In both cases, the celiac axis was perfused from an isolated false lumen due to occlusion of the re-entrance tear, with the remaining patent target vessels originating from the true lumen. Both patients were not candidates for septotomy techniques due to the thickness of the septum, spiral configuration, and thrombus association. Article did not indicate any gore@ devices were implanted for the first case (74 yo male patient). The second case was a 68-year-old male who presented with an asymptomatic chronic extent-ii pd-taaa. He had a previous acute type a0-9 open repair. Cta showed a 77-mm extent-ii taaa with a patent celiac access originating from the false lumen and patent renal arteries from the true lumen. The sma had been bypassed from the iliac artery. A patient-specific stent-graft was designed with two-components: a proximal cook thoraco-abdominal-side-branch with the celiac axis branch by directional access and a second cook component was a fen-thoraco-abdominal-graft with both renal fenestrations. With brachial access, the directional branch of the false lumen was catheterized at the level of the opening between lumens avoiding the distal and thicker lamella and confirmed with intravascular ultrasound. The celiac access was repaired proximally with a 9 x 15 mm gore® viabahn® endoprosthesis with heparin bioactive surface and celiac axis bridging stent was done distally with four vbx 8l x 79 gore® viabahn® vbx balloon expandable endoprosthesis. At the three-month follow-up for the second case, a type ic/iiic endoleaks were found, with patent target vessels. The type ic endoleak was from the celiac access and iiic endoleak was from rra. Intervention was planned to fix the endoleaks percutaneously by extending and reinforcing the side-branched stent. This was postponed due to patient¿s urological problems, then patient died seven months later due to copd exacerbation.

Manufacturer narrative:
Article: endovascular repairs of complex chronic post-dissection thoracoabdominal aortic aneurysm using modular patient-specific fenestrated-branched stent-graft components. Alejandro pizano et al. The journal of cardiovascular surgery, august 1, 2025. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code f28: intervention was delayed due to patient's other medical conditions. H6 - code c20: details were requested from corresponding author. As of today, there has been no response. No device lot/serial number has been provided; device appears to remain implanted and no images were provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.